Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The excessive no delivery alarm could not be verified due to the motor error alarm. The device also had a cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after filling the cannula. Blood glucose value was 197 mg/dl. The device was not exposed to a magnetic field and the drive support cap was recessed. During troubleshooting, the customer was able to rewind, but received a no delivery alarm during prime. The customer stated that the motor error alarm occurred 3 times. The device was returned for analysis.